Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with 350cc mentor memorygel breast implants. Post-operatively, the patient experienced a rupture of her left prosthesis as well as device migration of her right prosthesis, which were confirmed during a physical exam. As a result, the patient underwent removal and replacement with 320cc mentor memorygel breast implants on april 24, 2023. This report is for the right implant. Refer to manufacturing report number 1645337-2023-05530 for the contralateral event.